Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that hcp was requesting MRI guidelines. The hcp assumed the MRI is due to a problem with manufacture device or therapy because the MRI is of the thoracic spine and that is where the device is. Notes indicated questionable epidural abscess. No further patient symptoms or complications were reported in this event.